Event description:
It was reported by an unknown account that during a laparoscopic cholecystectomy procedure, the clips don't close all of the way on the cystic duct and common duct. The endo clip would not seal the artery there were no patient consequences reported. Unknown how the case was completed. There is no additional information available.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: note - the device was received with no information.